Event description:
It was reported that during a rotational atherectomy procedure, the burr became dislodged in the mid to distal rca. Several unsuccessful attempts were made to remove the burr. Patient went to bypass surgery. Patient status is listed as "okay".